Manufacturer narrative:
The talas component associated with the subsidence report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Examination of the returned agility instrument by the depuy (B)(4) material research department confirmed the fracture. Multiple high stress low cycle fatigue cracks initiated around the od of the handle stem at the root of the first thread. Fatigue results from repetitive loading at loads exceeding the endurance limit of the material. The cracks progressed a small distance with each off centered blow to the pad until the section could not sustain the applied load and overload fracture occurred. Eds analysis indicates the rod was consistent with the material requirements on the engineering drawing. Hardness measurements indicate that the rod met the hardness requirement of the heat treatment specification. No evidence of material or manufacturing defects was observed that could contribute to the failure of this component. A previous investigation found (B)(4). The new material has a higher ultimate strength and tensile strength. The complaint sample was manufactured before the material change. No further action taken. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of talus subsidence.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.